Event description:
Patient said she'll have lead revision, but no date has been set. Patient also reported difficulty with recharging since last summer when her lead issue started, that the implant is sticking out and catching on things, which caused pain.

Manufacturer narrative:
Additional information has been received and b% has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller was not powering on with the lithium battery pack inserted. Pt said that the controller powered on with aa batteries however. Pt said that they needed to be able to place their device in MRI mode for mris tomorrow and the next day, but they couldn't place the device in MRI mode right now. Pt said that they had multiple health conditions (which included gi, stomach, and back issues) and that it took months to get appointments scheduled at (B)(6) clinic in (B)(6). Pt said that dr implanted the device and they saw healthcare provider (hcp) earlier this year and the ins had shifted "big time". Pt said that the bottom lead was now the top lead. Pt said that they had a paddle in their lumbar and a paddle in their neck. Pt said that they were due for a revision. Pt said that they talked to their orthopedic surgeon who said to take the cervical lead out and just use their lumbar lead. Pt said that they had x-rays done and they were due for mris tomorrow and wednesday. Pt said that they also had an ICD so it took two to three months to get in for mris. Pt said that they woke up this morning and the ins battery was dead, so they were going to charge the ins when they saw that the controller was also dead. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller green light come on at all. Pt said that the controller displayed memory problem data has been lost. Agent reviewed. Pt saw no apparent damage to the equipment. Pt unlocked the controller and saw no device found and that the ins was low. Agent reviewed. Pt said that they were used to getting no device found. Agent reviewed. The issue was not resolved. Agent sent a request to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product ID 977a260 serial# (B)(6) product type lead product ID 977a275 serial# (B)(6) lead product ID 97745nt serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jun-2027, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 23-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.